Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. Also sorc confirmed that there was a pinhole on the instrument channel of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was possibility that this phenomenon was caused by the leakage of lubricant in the subject device from the pinhole of instrument channel. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the foreign object (carbon) came out from the exit of the instrument channel of the subject device. There was no report of patient injury associated with this event.